Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of defective catheter extension tubing is confirmed; however, the exact cause is unknown. One video of a 4fr sl groshong clearvue catheter was returned for evaluation. An initial visual observation of the video showed the catheter extension tubing being stretched by a clinician. The tubing appears to be abnormally elastic. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures that strain the catheter material beyond rated performance levels. No use residues or damage could be observed on the sample in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the transparent part of the extension tubing showed a significant increase in elasticity and stretched a long distance. No further information was provided.